Event description:
Pt's family member called lfs alleging that the pt's one touch ultra meter would power off during use. Pt's family member could not recall if the meter powered off prior to or during the blood glucose test. Pt had been on a ship during the time of concern. Pt had to borrow another meter. The meter originally stopped powering on, however, after the batteries were replaced, the meter powered off during use. Pt did not have any symptoms at the time of concern. No medical care was sought from a health care professional. Based on the info provided, there was no evidence of an adverse event. The customer service rep discovered through troubleshooting that the batteries were correctly installed, batteries were replaced less than 1 year ago, and the battery contacts were in good condition. The customer service rep educated pt on the automatic shutoff. The meter was replaced since it powered off before the time was up.